Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A data log could not be downloaded because the device would not boot up, therefore, functional testing could not be performed. The receiver case was opened for further evaluation. An interior in spection was performed an no defects were found. Battery voltage was measure and the reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.